Manufacturer narrative:
Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect device has been received by carefusion.

Event description:
The customer reported having a leak of two cwp (centimeters of water pressure) lower on the monitor than what is set while using the avea ventilator. Carefusion (cfn) technical support recommended the customer to check for leaks for the suspect device and then proceed calibrations. The customer reported having passed est (extended self-test) but the issue has not resolved. Cfn technical support recommended following their provided suggestions, install a pm (preventative maintenance) kit, doing insp (inspiratory) and exp (expiratory) pressure transducer calibrations, and if the leak issue was not corrected to call back. At this time, there is no additional information regarding if the leak issue has resolved. The customer reported the suspect device during patient use and was taken out of service. The customer reported no patient impact associated with the event. Per medical intervention, the customer reported the patient was placed on another working unit with no allegation of patient harm.